Manufacturer narrative:
A dta service technician arrived onsite following the reported event to inspect the 5085 surgical table and was unable to duplicate the reported event. No issues with the function or operation of the table were identified. No repairs were made. The table was returned to service. The technician further inspected the surgical table's hand control log and identified that the button to move the table section down was pressed at the time of the reported event. User facility personnel then pressed the button to put the table back into a level position. Based on the hand control log, the root cause of the reported event can be attributed to user error as user facility personnel inadvertently pressed a button on the 5085 surgical table's hand control causing the table to move and the reported event to occur. The user facility has been offered in-service training on the proper use and operation of the 5085 surgical table specifically, properly working the table's hand control. No additional issues have been reported.

Event description:
The user facility reported that at the beginning of a patient procedure with their 5085 surgical table in reverse trendelenburg position, the back leg section of the table began moving without being commanded to do so in a downwards direction towards the floor causing the patient to slide backwards off of the table towards the head section. As the patient was sliding off the table, the employees supported the patients head and neck and slowly lowered the patient to the floor. The procedure was stopped and re-scheduled for another day. The rescheduled procedure was completed successfully. No report of injury.